Event description:
The customer tested his blood glucose and received a reading of 116 mg/dl using his contour meter. The customer stated that he felt as if he was going to pass out, so he went to the hospital. At the hospital, the customer's blood glucose reading was over 500 mg/dl. The difference between the customer's glucose readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer stated that he could not remember what type of treatment he received, but most likely it was insulin. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.